Event description:
It was reported that an esu was used in a colonoscopy to remove a large sessile (1.25 cm) polyp. The settings for the generator were endocut, effect 3 at 200 watts and forced coag, 20 watts. After the polyp was removed, the pt experienced postpolypectomy burn syndrome. The pt was admitted to the hospital for three days and then was released without any further issue.

Manufacturer narrative:
The esu was deemed to be functioning properly; therefore, the generator was not returned to erbe for an eval. Also, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem occurred that would have caused or contributed to the reported event. To further address the issue, additional in-service work is being planned at the medical facility. No trends were identified with the reported incident. Erbe (B) (4) is now closing the file on this event.